Event description:
The report from a clinical (B)(6) for patient with ID# (B)(6) indicated that the index procedure was coil embolization assisted with an enterprise vrd ((B)(4)), presidio microcoil ((B)(4)), orbit coil ((B)(4) total 3), and non-codman coils of the right posterior cerebral artery, and sixteen months after, an angiogram revealed recanalization of the treated aneurysm due to coil compaction. Additional coil embolization was performed on the same day. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of the day of onset was resolved without sequel. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated. The 1-year follow-up was indicated that the aneurysm neck was 4.7mm, and the neck to sac ratio was 4.7mm:8.9mm. The parent vessel size diameter proximal was 2.7mm and distally was 2.5mm. The mrs was 0. The occlusion rate of aneurysm was 80%. The angiography performed during the follow-up performed at 16 months showed that the aneurysm neck was 4.7mm, and the neck to sac ratio was 4.7mm:8.9mm. The parent vessel size diameter proximal was 2.7mm and distally was 2.5mm. The mrs was 0. The occlusion rate of aneurysm was 60%. The 2-year follow-up indicated that angiography was conducted but no information of the treated aneurysm was provided.

Manufacturer narrative:
The patient had no medical history. The unruptured saccular aneurysm neck was 4.7mm, and the neck to sac ratio was 4.7mm:8.9mm. The parent vessel size diameter proximal was 2.7mm and distally was 2.5mm. The mrs before the procedure was 0, after the procedure was 0 and one month after the procedure was 0. The act was 120 seconds pre anticoagulation and 323 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/day, and heparin 4000u was administered intra-procedurally. Prior to implanting the vrd, shuttle sheath 6fr 90cm/cook inc, prowler select plus microcatheter ((B)(4)), chikai/terumo, were utilized. Other devices utilized during the procedure were excelsior 1018(type 90 degrees)/stryker, presidio microcoil ((B)(4)), v-track hydrocoil (7mm x 20cm, 6mm x 20cm total 2, 4mm x 10cm, 3mm x 6cm total 3)/terumo, orbit coil ((B)(4) total 3), ed soft coil (3mm x 8cm)/kaneka. During the procedure, jailed technique was utilized. However, regarding the additional coil embolization, there is no information about both the utilized devices and the implanted coils. No further information is available and procedural images are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15133942 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil compaction after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. As reported, aneurysm characteristics and incomplete intentional incomplete aneurysm occlusion appear to have contributed to the recanalization six months post coiling. The instructions for use warns that incomplete occlusion of vascular bed or territories may give rise to hemorrhage, ischemia, infarction, development of alternative vascular pathways, or recurrence of symptoms. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is 3 of multiple products involved with this adverse event, which is associated with mfg report 1226348-2013-20039, 1058196-2013-00068, and 1058196-2013-00069.